Event description:
It was reported that the patient was implanted a znn cmn nail 10mmx36cm 125 r on the right side on (B)(6) 2012. The patient was removed on (B)(6) 2013, due to breakage of the nail. Additional information received on (B)(6) 2013, the surgeon had removed the distal screw to dynamize the nail. The dynamics is a standard procedure that can be performed by removing a screw in intramedullary nailing. No breakage of the screw occurred in the removal of (B)(6) 2013 and therefore no nail replacement was required.

Manufacturer narrative:
The manufacturer did not receive devices or other source documents x-rays for review. X-rays were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).